Event description:
It was reported that post a tracheal stenting procedure for the treatment of tracheal stenosis, a stent fracture and subsequent death occurred. The wallstent was implanted in the mid main trachea approx 22 months ago. The pt recently presented with severe breathing difficulties and "feeling suffocated". Endoscopy revealed that the previously implanted wallstent had fractured in several locations. The pt also developed haemoptysis. No further intervention was planned due to "no effective devices can be used to cut the wires and to catch the wire end cut off." The pt subsequently died in the hospital 21 days later. In the opinion of the physician, the fractures were due to metal fatigue caused by the trachea movement with the breathing. The fractures then caused "the unsmooth of the trachea, the carbon dioxide could not be breathed out smoothly, pt was anoxic and died". No further info will be provided.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.